Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was having issues with rf telemetry. A new merlin@home transmitter was used but the issue was not resolved. Patient was called in clinic and device download was performed. Rf functionality was successfully restored.